Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port was damaged resulting in difficulty charging the pump. Subsequently, the pump shutdown. The customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. A correction bolus was delivered to treat bg level. Reportedly, the customer reverted to manual injections for insulin therapy.